Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of high blood glucose readings from the insulin pump. The customer's blood glucose reading was 499 mg/dl. The customer stated that her blood glucose is high due to a cortisone shot she was given. The customer stated that she delivered a bolus again while the temporary basal was running at 2:38 pm. The customer stated that sometimes she may have doubled the amount of insulin due to the cortisone shot. The customer will monitor her blood glucose and contact her health care provider.